Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, however, not all is available and thus there is only very limited information available for the investigation. It has been confirmed that the explanted devices were discarded by the hospital following the revision and therefore are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed, details of this review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 2.5 months due to dislocation.

Manufacturer narrative:
Per -819 final report. Additional information including operative notes and patient details were requested in order to progress with this investigation, however, these were not available and thus there was only limited information available for the investigation. It was confirmed that the patient did not expereince any trauma prior to the dislocation and that the explanted devices had been discarded by the hospital following the revision and thus could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Post primary and pre revision x-rays were provided and reviewed which did not present any potential causes for the patient's dislocation. Based on the information that has been provided, the root cause of the dislocation cannot be identified and no further investigation can be conducted, therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximately 2.5 months due to dislocation.